Event description:
It was reported that a patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited high capture threshold and high pacing impedance. Programming changes were made. Patient condition was stable.